Event description:
It was reported in a death certificate that the patient passed away. The causes of death include shock, bacteremia, acute hypoxic respiratory failure, and heart failure with reduced ejection fraction. The implantable cardioverter defibrillator (ICD) system including the right ventricular (rv) lead was removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Patient:2072; 4846; 2484; 4446. Pt code: 3023. Reference report: mw5182093.